Event description:
Customer reported the insulin pump was squirting out insulin during manual prime. Customer's blood glucose was 150 mg/dl. Customer stated the insulin continued to drip after letting go of the act button during prime. Customer was unable to get out of the rewind sequence. The drive support cap was normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.